Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the start of the cryoablation procedure, the flexcath steerable sheath was inserted into the patient and the physician observed that the sheath was leaking during flushing and aspiration. The arctic front catheter was inserted into the flexcath steerable sheath and, after further flushing and aspiration, the physician observed air bubbles in the sheath. There was no patient injury.